Event description:
The patient reported a return of her symptoms. She experienced difficulty walking, increased baseline pain, weakness in her left leg, and new pain in her right upper front leg. The pt's "pain has increased exponentially in the last week." The patient had a CT scan and stated that it "showed herniated disk, bladder covered with lesions, abdominal bloating, pain, pressure, and possible granuloma." Two days later, the patient reported she experienced "numbness and weakness" in her legs and stated she "has a granuloma around the pump site." The medications being delivered via the device system were baclofen and morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that the reported issue began on (B)(6) 2010 at 8:33am. The patient had obtained a result of 165 mg/dl and then took 2.5 units of novolog based on a sliding scale. The patient went to the physician's office and was tested on the physician's meter and obtained a 95 mg/dl on the physician's meter and did not receive any treatment. An hour after the patient came home, she developed symptoms of feeling faint, shaky, sweaty, and blurred vision. The patient ate more food/drink and felt better. The patient did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported, since the patient alleged that she took insulin based on the meter reading and later developed symptoms of hypoglycemia and had to self-treat with food/drink.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.